Event description:
Femoral loosening was reported as result of a patient fall. Revision surgery is planned.

Manufacturer narrative:
Femoral loosening was reported as result of a patient fall. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.